Event description:
Medtronic received information that this bioprosthetic valve was not implanted due to damage of the valve. During suturing a leaflet was damaged by a needle. The case was a mini-aortic valve replacement. Another valve was successfully implanted of the same size and manufacturer. There were no adverse patient effects. The valve will not be returned for analysis as the valve was disposed of by the hospital.

Manufacturer narrative:
Product analysis/conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The product was discarded by the hospital. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Based on the information provided, it is concluded that use error was the likely cause of the event. There are no trends on this issue. User facility: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.